Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check it was noted that thresholds on the his bundle lead had increased and were unstable. Reprogramming was completed and then the lead was explanted and replaced. No patient complications have been reported as a result of this event.